Manufacturer narrative:
The insulin pump was received with a button error alarm due to the dome switch for all of the buttons being flattened.the insulin pump was received with minor scratches on the lcd window.(B)(4)

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 123 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.